Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed a recharger failure, scrapped due to low reading being 0 should be higher than 30. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated yesterday they were trying to charge the implanted neurostimulator, but the controller kept saying couldn't find the device. Patient said they kept moving the recharger, and paddle was right over the implant but still couldn't connect. Patient then said they tried 6-7 different times to charge, but still got no device found. Patient then tried again today and was able to charge up. Patient inspected recharger cord and said the cord might be little loose going into the paddle. Patient examined controller port but said that looked fine. Agent had patient enter passive recharge mode with paddle over relay box and patient reported all 0s. Patient mentioned they saw passive recharge screens yesterday, but the numbers wouldn't change, even when they moved the cord. Patient then reported the recharger cord going into the paddle got really hot during the call. The issue was not resolved. An email was sent to the repair department to replace the recharger. No symptoms were reported.